Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a power (no power) issue; pump sounded strange then the screen went completely black. Not resolved with new batteries inserted; screen remains black and no audio tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2015 with the following findings: review of the black box data revealed records of power on reset recorded on october 21, 2015. On investigation, the pump powered on with audio tone and vibration intact; however, the display screen remained blank. Further testing was not possible due to the blank display screen. The pump was opened to investigate further and revealed the display screen was cracked/damaged. A test display was connected to the pump and illuminated properly to display the verify screen.